Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-22958. During a remote follow up, episodes of noise resulting in oversensing which then resulted in false detection of episodes of ventricular tachycardia were noted on the right ventricular (rv) lead while episodes of noise resulting oversensing which then resulted in automatic mode switching were noted on the right atrial (ra) lead. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.